Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was difficult to insert. Air was introduced when attempting to insert the balloon catheter with force. The balloon catheter was removed, massaged, folded, and inflation attempted outside the body all without resolution. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.